Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), product type: screening device. Product ID 977d260, serial# (B)(4), product type: screening device. (B)(4).

Event description:
The manufacturing representative was notified that the trial patient who had the leads pulled on the day prior to report was admitted for an epidural abscess. The patient had pain at the lead insertion site. No diagnostics or trouble shooting was performed and no interventions or actions were taken as a result of the event. No surgical intervention occurred and it was unknown if surgical intervention were planned. Later the manufacturing representative reported that the patient went to the ER after her leads were pulled and they had her still on IV antibiotics. The patient reported pain at the lead insertion site so the leads were pulled a day earlier than planned. The patient had a staph infection and was hopefully discharging with home health for antibiotics. Symptoms included weakness in legs that had resolved. The patient's niece did not know if the epidural abscess was gone but moving. As of (B)(6) 2015 the patient went home from the hospital with IV antibiotics and was seeing an infectious disease doctor. No further information was available.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), product type: screening device. Product ID: 977d260, serial# (B)(4), product type: screening device.

Event description:
It was reported that the patient was still on antibiotics and would not be proceeding to implant per the patient's request as they were too sick to proceed.